Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to uterine prolapse. Following insertion, the patient experienced pain, urinary/bowel problems, recurrence and vaginal scarring. The patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with repair with mesh augmentation and bilateral iliococcygeal and support using mesh due to recurrent cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (08/03/2016).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision of prosthetic vaginal graft, enterocele repair and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to mechanical complication of implanted device and enterocele.

Event description:
Details: it was reported that the patient underwent revision of prosthetic vaginal graft, enterocele repair and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to mechanical complication of implanted device and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06906. The same patient is represented in each medwatch.